Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was alerting the patient that the cgm was "low" at around 3:30am and the patient ignored it. She stated it alerted about 4 or 4 times and the patient remained in bed. At around 7:15am, the patient woke up feeling dizzy and weak and the cgm was still showing "low". The did not check a bg reading during this time. At 7:30am, the patient ate cereal, raspberries, and a candy bar. Cgm was still "low" and no bg done. At 9:15am, the patient's spouse decided to call (B)(6) hospital. They were advised to call for an ambulance. Ambulance arrived around 9:30am. A bg was taken and the bg was 398 mg/dl and 394 mg/dl while the cgm was "low". Emergency medical technician's gave the patient 6 units of insulin and removed the sensor and replaced the sensor with a new one. After 40 minutes, emts left. At the time of the report, the patient was feeling better despite no previous report of the patient feeling any other symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.